Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the performa system within 10 minutes: 76 mg/dl (test strip lot 476196) and 138 mg/dl (unknown test strip lot). The test strip lot number (476196) are the customer's test strips and the unknown test strip lot number are the doctor's test strips which were used on the customer's meter. The doctor was going to give the customer a sugar drink. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test the returned device because the test strips had expired prior to being received by the manufacturer.